Manufacturer narrative:
The name of the initial reporter was not made available. The instrument was not returned, therefore, no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the 5.5/6.0 solera driver was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: date received by manufacturer provided for followup #1. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the hex tip of the driver was broken off and recovered from the patient while removing previous hardware from the patient.

Manufacturer narrative:
No patient information available from the site. The driver 9735023 solera 5.5/6.0 mas (lot# 180420) was returned and hardware investigation found that the tip of the returned driver had been broken off and was missing. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the hex tip was removed by hand with no fragments left in the patient. The procedure was completed using another driver. There was no surgical delay and no impact to the patient.